Event description:
Staff member reports several manifold kits have been found broken prior to use. Leaking saline was noticed and/or bleed back in the sheath from the pressure line. Then staff began assessing them before use and found cracks. Initially only one lot number was involved and it was removed from use. Today a second lot number was noted to be broken again at a luer attachment by manufacturer.what was the original intended procedure?device to be used for cardiac catheter to obtian pressures, obtain specimens and administer fluids.device #1is this a laboratory device or laboratory test?nodevice #2is this a laboratory device or laboratory test?no